Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a consumer (patient's friend). This case concerns a (B)(6) year old female patient who received treatment with synvisc one and after unknown latency was super-sick with a respiratory infection, knee drained/ knee aspirated/ fluid taken off, knee was swollen, knee red, knee hurt and could not walk. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. Patient did not have any chronic health conditions and denied diabetes on an unknown date in 2017 (after (B)(6), either the last week of (B)(6) 2017 or the first week of (B)(6) 2017), the patient received treatment with intraarticular synvisc one injection once at a dose of 6 ml into unspecified knee for knee osteoarthritis (batch/ lot number: 7rsl021; expiry date: unknown). Patient was hobbling around prior to the injection. On an unknown date in 2017, after unknown latency patient was super sick with a respiratory infection and horrible cough. Patient had been coughing and was at the doctor for the respiratory infection (onset date: 2017, latency unknown). On an unknown date in 2017, after receiving the injection, patient woke up next morning with her knee all swollen and red. It hurt and she could not walk. Patient went to the physician about 15 hours later and the knee was drained. The fluid was sent for culture and was negative for bacteria. Patient found out from her doctor's office that she received product from the affected lot. The knee had improved since the fluid was taken off and patient was able to walk without assistance. Patient's doctor believed that her respiratory infection was probably the flu that was being passed around this time of year that the kids and families in their area had. The doctor especially believed this, since the aspirated fluid did not show bacteria. Corrective treatment: knee drained/ knee aspirated/ fluid taken off for knee effusion and knee was swollen, not reported for rest of the events outcome: not recovered for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction and super-sick with a respiratory infection pharmacovigilance comment: sanofi company comment dated 27-dec-2017: this case concerns a female patient who received synvisc one injection from the recalled lot and later developed respiratory infection along with local reaction of knee swelling, redness, pain, effusion and was unable to walk. A temporal relationship can be established with the product administration for local reaction, therefore causality cannot be denied, however no causal relationship can be established with respiratory infections which in the physician's opinion was due to ongoing flu in the area.